Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, late stent thrombosis occurred. The patient presented with chest pain and severe stenosis of the left anterior descending artery (lad). A 3.0x16mm taxus express2 stent was placed in the lesion in the lad. No patient complications were reported. The patient was prescribed, and was compliant with plavix therapy. Approximately one year later vessel reocclusion due to thrombosis occurred. Balloon angioplasty was used to treat the thrombosis.